Manufacturer narrative:
Device not returned

Event description:
It was reported that a malfunction alarm occurred. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.